Manufacturer narrative:
H6: investigation summary four photos were provided to our quality team for investigation. Upon examination of the returned photos, it was observed that more than half of the graduation scale marking was missing. Potential root cause for the missing print defect is associated with the marking process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that the scale graduation on the bd luer-lok¿ tip syringe was partially erased. The following information was provided by the initial reporter: "complaint description: the graduation is partially erased on the luer-lock 1 ml syringe contained in the kit... Event occur: before use no patient affected/harmed."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale graduation on the bd luer-lok¿ tip syringe was partially erased. The following information was provided by the initial reporter: "complaint description: the graduation is partially erased on the luer-lock 1 ml syringe contained in the kit... Event occur: before use no patient affected/harmed."